Event description:
It was reported that the right ventricular lead exhibited loss of capture and sensing. The bipolar lead impedance was less than 100 ohms. During lead revision, two cuts were noted on the lead. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal coil was kinked, dam- aging the distal insulation at 10.7 cm from the connector pin. The damage to the distal insulation which resulted in the shorting of the coils could account for the reported loss of capture and low lead impedance.